Manufacturer narrative:
Voluntary event report was received. Mw5185044. UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the right atrial lead exhibited high atrial sensing and was almost revised. Data analysis showed that the involved implantable cardioverter defibrillator was depleting normally as the power consumption was evaluated due to high atrial rate sensing and capacitor reform having and impact on the longevity estimate.